Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced painful insertion. Patient reported that the sensor failed prior to calibration. No medical intervention was required.